Manufacturer narrative:
On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant had a tear on the anterior view, measuring approximately 3.0 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. A second device with lot number 271167 was received by mentor failure analysis lab. The two devices could not be distinguished from one another, so both were analyzed. Visual analysis of the second returned sample revealed that the breast implant had a tear on the anterior view expanding to the posterior view, measuring approximately 2.0 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The lot number of the suspect medical device is 271167. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It was initially reported to mentor that the implantation date was in 2008, which is after the expiration date of this lot number. Mentor will report the dates as received. If clarification is received on the implantation date, a supplemental report will be submitted. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 325cc saline breast prosthesis that deflated after implantation. Deflation of the patients right breast prosthesis was diagnosed via a physical exam. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 475cc gel breast prostheses on (B)(6) 2021.